Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the information on the package labels are misprinted. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
He following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-sep-2025. Investigation summary: bd received 4 shelf cartons and 2 photos for investigation. The photos were reviewed and the indicated failure mode for missing label was observed. The customer photos show a shelf carton that is missing a label additionally, the customer samples along with 2 retention shelf cartons were visually evaluated all shelf cartons inspected (returns and retains) were missing a label. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the information on the package labels are misprinted. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the information on the package labels are misprinted. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer photo shows a shelf carton with a missing label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.